Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was from the site. The infusion set was in use for 48 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010498, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010498 was manufactured according to the work instruction (wi) version 120 and manufactured in the machine 4 on 14-feb-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5b01323 was manufactured according to the wi version 66 and manufactured in the machine spot 2, on 10-feb-2025, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to misaligned tyvek, extended inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.